Event description:
Caller states patient tested >8.0 inr on coaguchek xs system 1 and 1.5 inr on coaguchek xs system 2 while a comparison lab returned as 2.0 inr. Caller states she may have used an incorrect capillary tube for the value of >8.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 20508811, expiration date 11/30/2012). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 1.